Event description:
Caller reported a cartridge alarm 20 during pumping. No adverse impact to the customer¿s blood glucose level was reported. Technical support assisted the caller in loading a new cartridge using the proper technique, and the caller successfully resumed insulin therapy, resolving the issue.